Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had not worked for a long time and customer was wearing sibling's pump. Customer's blood glucose was unknown. Customer would need to call back for troubleshooting and pump replacement.